Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to noisy signals observed via the pacing system analyzer (psa). The psa cables were switched and the noise persisted. The right ventricular (rv) lead was tested with normal measurements. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to noisy signals observed via the pacing system analyzer (psa). The psa cables were switched and the noise persisted. The right ventricular (rv) lead was tested with normal measurements. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.